Event description:
The micro sagittal saw was sent in for eval because it was running on its own without activation. The event occurred during testing; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device. A corroded motor may result in magnetic leakage, which, can activate the hall sensor to tell the device to run.